Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that one of the patient's quad leads was tangled near the bottom. It was noted that they had not used their spinal cord stimulation (scs) system in years. Additional information received from the rep in response to follow-up reported that no action had been taken for the tangled lead as it had been a known issue for some years. Per the managing physician, there was no need for correction due to the patient not using the system. The cause of the tangled lead remained unknown. Relevant medical history included failed back surgery syndrome.